Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have one bent grip tip at the base. The grips were not found to have cracking damage. For the reported customer complaint about the instrument not cauterizing, the instrument was installed on an in-house system and passed the energy delivery test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did receive the force bipolar instrument that was used during this reported event; therefore, failure analysis investigations are in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument was not cauterizing, and the metal hinge joint was out of place. The instrument was inspected prior to use, and there were no abnormalities observed. The instrument was in strong grip mode, however there were no faults or system error messages when the issue occurred. The jaws were not stuck on the patient's tissue when the issue occurred, and there was no unexpected tissue removal. The surgeon was attempting to cauterize bleeding that was coming from the uterus (where the fibroids were excised) and uterine vessels when it was observed that the jaws of the force bipolar instrument were misaligned and there was no energy delivery. The bleeding, which was expected, was estimated as approximately 250ml and was resolved by using a backup forced bipolar instrument. The procedure was completed with no reported injury. The surgeon stated that a da vinci system, instrument, and/or accessory did not cause or contribute to the bleeding.